Manufacturer narrative:
Device passed the displacement test however compromised force sensor system alarm during prime test at 4 lbs and motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received compromised force sensor system alarm and motor error alarm and also stated that the insulin was squirting out during the manual prime process. Customer¿s blood glucose level was 224 mg/dl. Customer also reported that drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.